Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported description: alerts are present in the device before its implantation and highlighted that the device was not declared as implanted (neither on (B)(6) 2024, nor on (B)(6) 2024). The alerts from (B)(6) 2024 were displayed on (B)(6) 2024 because in microport ICD/crt-d, memories are programmed on at the end of manufacturing process and only impedance and continuity measurements are disabled as long as shocks are programmed off. This explains why alerts can be present in device memory before its implantation. The reported functioning is as per specifications. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, the subject device was supposed to be implanted. As soon as it has been interrogated, it showed several alerts including: - low r wave; - atp off and shock off; - - aida; - rv alerts from (B)(6) 2024: - 2 vf not treated in the last week; - right continuity considered too low in the last week.

Event description:
Reportedly, on (B)(6) 2024, the subject device was supposed to be implanted. As soon as it has been interrogated, it showed several alerts including: - low r wave; - atp off and shock off; - - aida; - rv alerts from (B)(6) 2024: - 2 vf not treated in the last week; - right continuity considered too low in the last week.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.